Manufacturer narrative:
Date rec¿d by MFR : 28aug2019, date of report : 29aug2019. This is the duplicate of pr # (B)(4)¿, where pr # (B)(4) is the pr ID of the actual complaint. The reportable information is documented under MDR# 2031642-2019-03644. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was in clinical use at the time of the event, but no patient harm was reported.